Event description:
Two endeavor sprint drug eluting stents were implanted in the 1st diag of the lad during the index procedure. An angiographic complication of dissection occurred during implantation of the second stent during the index procedure. The event was not assessed for relatedness with the study device.

Manufacturer narrative:
Evaluation, results, conclusions: inherent risk of procedure ¿ (dissection). (B)(4).